Manufacturer narrative:
Covidien/medtronic has not received the device/component from the customer for evaluation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that in the intensive care unit (ICU) section of the hospital in (B)(6) a fire occurred and there was an alleged explosion of an unidentified compressor. The patient that was on an 840 ventilator expired sometime later after being removed from the fire area. Additionally, it was reported that there were approximately 8 injuries from the incident. The event is currently under investigation.